Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading at time of the call was 201 mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that the cannula was bent. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the device passed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.